Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported that the patient had a 6.6 fr broviac catheter placed on (B)(6) 2017. The healthcare professional (hcp) was unable to infuse the catheter and noted an occlusion. Catheter was surgically removed on (B)(6) 2017. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occlusion is confirmed and was determined to be use related. One 6.6 fr single lumen broviac catheter was returned for evaluation. An initial visual observation showed blood residue on the sample and suturing material wrapped around the catheter just proximal to the cuff. Residue was observed at the distal opening of the catheter. Tensile weakness was observed in the catheter approximately 1.7 cm distal to the oversleeve during tactile evaluation. Also, hard particles were felt in the distal section of the catheter during tactile evaluation and are most-likely dried blood or infusate residue. An attempt was made to flush the sample with a 12 ml syringe of water and it was found to be partially occluded as only a few drops of water were able to be infuse. A microscopic observation revealed a large amount of residue protruding out of the distal end of the catheter. The amount of residue observed in the catheter is evidence that excessive material buildup is the cause of the occlusion. Proper flushing and heparin lock procedures are outlined in the product IFU.

Event description:
Facility reported that the patient had a 6.6 fr broviac catheter placed on (B)(6) 2017. The healthcare professional (hcp) was unable to infuse the catheter and noted an occlusion. Catheter was surgically removed on (B)(6) 2017. No patient injury was reported.